Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 07/16/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:304mg/dl date: (B)(6) 2018 time:7:13pm fasting; result 2:hi date:(B)(6) 2018 time:3:46pm non-fasting ; result 3:591mg/dl date: (B)(6) 2018 time:3:12pm non-fasting; result 4:hi date:(B)(6) 2018 time:3:11pm non-fasting ; result 5:306mg/dl date: (B)(6) 2018 time: 12:37pm fasting. Customer getting hi display on meter. Customer says when getting hi he does not feel any symptoms therefore does not believe the meter is accurate. Customer did mention a change in medication. Says he does not remember the name of the medication but says that since he's been off of it, results have been high. Customer does not have any control solution. No back to back test ran. Customer just had lunch.